Event description:
It was reported that patient presented in the hospital for a vt storm. On the following day, the device was found in backup vvi mode with hv therapy enabled. Device was explanted due to approaching eri.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via interrogation. The cause of the reset was two software resets within a short period of time. The cause of the resets was excessive hv charging and an anomalous component within the hybrid.